Event description:
Physician reports he could add saline during first fill, but was unable to withdraw saline. Physician determined there was kink in port tubing, and opted to replace port. Felt the tubing might be damaged or fatigued.